Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was programmed to voor mode and will continue to be monitored. The patient was in stable condition.